Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: the returned battery cap and a test battery cap were able to attach securely to the pump. Intermittent power was duplicated using the returned cap. Visual inspection revealed moisture in the battery compartment. Additional testing and download of the pump histories could not be performed due to the moisture. Leak testing was performed and no leaks were found. The pump casing was removed and no internal moisture was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that after changing several batteries the pump still had black screen and was unresponsive. Allegedly, there were no damages to the battery compartment and the cap. The reporter denied moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.